Event description:
Healthcare professional reported left side drainage. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases flat and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage. The event of "fluid discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid discharge.